Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer followed instructions from technical support to remove the cartridge, inspect and clean the pump, and reload the cartridge. This resolved the issue, and the customer was able to resume insulin delivery successfully.